Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's cervical scs ipg would not communicate with external devices. Additionally, the patient's thoracic ipg could not establish communication as well (reference MFR. Report #1627487-2015-06463). Surgical intervention took place on (B)(6) 2015 at which time the patient's ipgs were explanted and replaced. Effective stimulation was reportedly restored postoperative.